Event description:
A patient reportedly experienced tinnitus and hearing loss after a 30 minute long MRI lumbar spine scan. The patient was sent to an audiologist for a hearing test and they found that he has hearing loss at one frequency and it has progressed from his prior audiology exam. The patient was also sent to a tinnitus clinic for evaluation. The results of the evaluation are still pending. According to the patient's primary care physician, the patient has had a history of tinnitus and progressive hearing aides for years. The site did provide proper hearing protection for the customer during the scan; however, it was reported that the one that was in the affected ear fell out as the patient got off the table.

Manufacturer narrative:
Ge engineering performed acoustic testing on the device involved in the incident. The findings suggested that the mr system meets the osha levels and is within the normal level for a system of this build. The system's operator manual provides user information regarding the system's acoustic levels as well as instruction of using adequate hearing protection. We are unable to obtain the weight of the patient because it was not recorded at the site.